Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Based on the findings, the probable root cause of the reported issue was due to the failed preventive maintenance of the cable j3(error code 571.5241). A review of the device history record showed the device had a manufacture date of 15sep2010. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device failed preventive maintenance. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device failed preventive maintenance. There was no patient involvement.

Manufacturer narrative:
H7 & h9 fields are updated. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they failed pm with error code 571.5241 is confirmed due to a cable j3 to power board loosen up. Reseated the cable j3. Damaged rear case, replaced it a new rear case assembly. Broken both iui connectors,replaced them two new iui connectors. Performed leak down test and co2 calibration with passing results. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 15sep2010. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to the failed preventive maintenance of the cable j3(error code 571.5241). A review of the complaint history record in trackwise and sap was performed for the (B)(6) which confirmed that there were additional complaints received with similar sn for the same or related failure mode.

Event description:
It was reported that the device failed preventive maintenance. No additional information was provided. There was no patient involvement.